Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that they had issues with the customer's keypad on their insulin pump. The patient's blood glucose level was 600 mg/dl at the time of the call. The caller stated that the customer was hospitalized twice for high blood glucose levels. The caller stated that the buttons were hard to press on the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms. The pump had intermittent button response due to flattened button dome switches. Unable to inspect the keypad connector or moisture damage on the keypad traces. The pump had minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.